Manufacturer narrative:
This patient initially presented with chest pain and pci was performed on a 99% stenosed vein graft to the right pda. The lesion was 16mm in length in a 3.0mm vessel diameter. There was no calcification or tortuosity. Intra-procedure medications included heparin, integrillin, asa and plavix. Direct stenting was performed with a 3.0x18mm cypher stent @ 16 atm. Residual diameter stenosis measured 0%. Post-procedure medications included plavix, asa, beta-blockers and zetia. The patient returned, five months later, with chest pain. Angiogram showed 80% stenosis. The patient was treated with another cypher stent and was doing fine after the procedure. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
The patient returned on 5 1/2 months after percutaneous coronary intervention (pci) with chest pain. Angiogram showed 80% stenosis of the previously implanted cypher stent. The patient was treated with another cypher stent and was doing fine after the procedure.